Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental imlant. Implant was 1 of 2 placed in class ii bone during a routine procedure. About 1 week post-op, the pt states that he felt a "crack" when placing his temporary acrylic rpd. He also stated that the implant (#23) never felt as good as the other implant placed that day(#26). At time of removal (approx. 1.5 months post-op), the clinician reports presence of an acute abscess & bone loss. The clinician suspects that implant failure may be due to contamination during surgery or trauma from the rpd. Pt also is a smoker.